Event description:
It was reported stating that during a breast biopsy, their tissue marker would not deploy. They tried 4 more markers from the same lot number and had the same issue. They switched to another lot number and that marker would not deploy. They then switched to the another device and that tissue marker did not deploy. They switched back to the original code from a different box and finished the case. No pt data available.

Manufacturer narrative:
(B) (4). (B) (4). Instrument b-e: batch # f9gn19, exp date: 04/13/2014. Evaluation summary: the analysis results found that the mam3001 device (a) was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. The analysis results found that the mam3008 (b) was received with the introducer tube detached and sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. The analysis results confirmed that the mam3008 applier (c) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. The analysis results confirmed that the mam3008 applier (d) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. The analysis results confirmed that the mam3008 applier (e) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues.